Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The pump passed the dat test.

Event description:
It was reported that the customer had high blood glucose levels and low blood glucose levels. No exact blood glucose levels were provided. The customer reported being in a coma in one instance and was discovered by her neighbor. The customer declined to be brought to the hospital and just treated with juice. The customer would like to have the insulin pump replaced due to the fluctuating blood glucose levels. No additional information was provided.